Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product experience. This ICD was replaced with a non-boston scientific device. Other than the procedure, no adverse patient effects were reported. At this time, this ICD has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product experience. This ICD was replaced with a non-boston scientific device. Other than the procedure, no adverse patient effects were reported. At this time, this ICD was already returned to boston scientific.